Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted (B)(6) 2006; icf09b45 lead, implanted (B)(6) 2002. The device was not returned for analysis. However, performance data was received and analyzed. Analysis of the data showed the battery is approaching the indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery was depleting prematurely as the remaining longevity was less than the physician expected. No action was taken and the device remains in use. No patient complications have been reported as a result of this event.